Manufacturer narrative:
MFR report# 2320643-2016-00013 is associated with argus case (B)(4), breathe right nasal strips.

Event description:
Cancer [cancer]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of cancer in a male patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced cancer (serious criteria death, gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the cancer was fatal. The reported cause of death was cancer. It was unknown if the reporter considered the cancer to be related to breathe right nasal strips. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was reported by consumers daughter via (B)(6) on 27 november 2016. She reported that her father died from cancer while using breathe right nasal strips.